Event description:
A report was received stating that the needle bent while the clinician was attempting to capture the needle into the safety device, leaving the needles exposed. No needlestick took place. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.